Event description:
It was reported that when the patient presented for a device change-out, an insulation abrasion in the is-1 port was observed. No electrical anomalies were detected. The lead was repaired and remains implanted. The patient was in good condition post-procedure.